Manufacturer narrative:
The insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected excessive no delivery alarm. No alarm on alarm history screen. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm during bolus and then received a no delivery alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared slightly indented. Customer was able to complete rewind process, but received another motor error and no delivery. Insulin pump will be replaced.